Event description:
A nurse reported that the intraocular lens (iol) did not load correctly in the cartridge of an iol delivery system and became stuck. There was no pt impact/injury associated with this event.